Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v825807, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported during a procedure the plastic coating pulled away from the implantable neurostimulator (ins) on the lead. Impedance and motor response were checked during the surgery, both were fine, the healthcare provider (hcp) was able to slide the plastic coating back inside the new ins and continued with the replacement. After surgery the rep observed the patient turning the stimulation up, they felt the stimulation at a comfortable level in their bicycle seat area and no stimulation was felt anywhere else. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.